Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 28, 8/10 m on an unknown date. The patient underwent revision surgery on (B)(6) 2013 due to pseudo-tumor. During surgery, the pseudo-tumor was removed and the implanted devices (head and cup) were removed. The pseudo-tumor had previously been diagnosed during MRI scan.